Manufacturer narrative:
The device was returned to nihon (B)(4), evaluated, and the reported issue was confirmed. The speaker was replaced which corrected the reported issue. The device was repaired and returned to the customer. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the bsm (bedside monitor) is not sending out any audio. The biomed has tried turning up the volume.